Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2,000 mcg/ml at 350 mcg/day) via an implantable pump. It was reported that the healthcare provider (hcp) could not fill the pump or interrogate. It was unknown if external factors were involved. The patient had no symptoms. They were taken to surgery and it was determined the pump was flipped. Surgery occurred and the hcp flipped it back and tied it down with a suture to prevent flipping in the future. The event was resolved.